Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side "ruptured." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on october 28, 2022, with lot number 3239625. Based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as a surgical impact opening (a dimension measurement in the shell was performed which identify, the thickness within specification). Additional observations: stress marks observed. No further actions are required, as the device was implanted.

Event description:
Physician reported, right side "ruptured". Device was explanted.